Event description:
The stent delivery system (sds) was opened, to be used in the renal artery (side unk). During inspection of the device, the physician noticed that the stent was loose on the balloon. The sds was put aside and another stent was used to successfully complete the procedure. There was no reported injury to the patient.

Manufacturer narrative:
The product was not returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.